Event description:
It was reported that during use of the device for cardiopulmonary bypass (cpb), the arterial roller pump and cardioplegia roller pump were swapped assignments in the central control monitor (ccm). As a result, troubleshooting was attempted which resolved the issue momentarily but caused approximately a 30 second delay prior to cross clamp application, with pulsatility, and the lungs ventilated. The surgical procedure was completed successfully. There was no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Per the user facility, when setting up the heart lung machine (hlm) it was noticed that the arterial roller pump and the cardioplegia roller pump were swapped assignments in the ccm. Troubleshooting was performed by reassigning the module. It was thought that the issue had been corrected as both the pumps were properly assigned. However, the assigned tubing sizes were switched back or their change was delayed and therefore the team missed the erroneous tubing size settings after changing the assignments. It was not until the team was on cpb attempting to reach full flow that it was noticed that the systemic flows were low. The issue was then appropriately discovered and corrected. The field service representative (fsr) performed testing on the system and found no errors. The data logs were sent to the manufacturer's technical support specialist, and no issues or errors were found. The unit operated to the manufacturer's specifications.

Manufacturer narrative:
Updated block: h6. The reported complaint could not be confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.